Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via a merlin.net transmission showing non sustained right ventricular overseeing due to post-paced t-wave oversensing. Programming changes were discussed. There were no patient consequences.

Event description:
New information notes the recurrence of post-paced t-wave oversensing with this device. Programming changes were discussed but not made at this time. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5.

Event description:
New information notes the recurrence of post-paced t-wave oversensing on (B)(6) 2020. Programming changes were discussed. Further information was requested but not received.